Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that there was damage to the air vent resulting in the reported leak. The cause of the leak was found to be an assembly problem during the manufacturing of the device. A CAPA has been opened to address this issue, as well as awareness to involved personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked an unspecified drug during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.